Event description:
It was reported that as the surgeon deployed the preloaded intraocular lens (iol) into the patient's eye, the device was tight. As the iol was mostly inserted into the eye, the surgeon decided to continue with implantation. When the iol unfolded in the eye the surgeon noted a crack in the middle of the lens. This iol was removed and replaced in the same surgery. The incision was enlarged. A backup lens was used to successfully complete the procedure. The issues raised above caused a 15 minute delay in the procedure. No information regarding the current patient status was provided. No further information was received.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4 - catalog number: a complete number is unknown, as product serial number was not provided. Section d4 - serial number: unknown/not provided. Section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI number: unknown, as product serial number was not provided. Section d6a: if implanted, give date: not applicable, as there was no patient contact with the product. Section d6b: if explanted, give date: not applicable, as there was no patient contact with the product. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as product serial number was not provided. Section h6 - health effect - clinical code: 4581: hs-incision enlarged attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.